Manufacturer narrative:
An event of device embolizing into the left atrium was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Field indicated that the tee verification was performed with satisfactory results. There was no obstruction/blockage of blood flow. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received the cause of the reported event could not conclusively be determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 22mm amplatzer septal occluder was selected for implant on (B)(6)2023 using a 9f amplatzer trevisio intravascular delivery system. The size of the defect was measured to be 18.8 x 11.6mm. The patient was in sinus rhythm. It was noted that compression, push/pull testing, and tee verification was performed with satisfactory results. The device was successfully implanted. It was observed that four hours later, the device embolized in the left atrium. Several attempts were made to re-capture the device using non-abbott devices. The device was unable to be re-captured and is currently located on the iliac level. There were no obstructions of blood flow noted. The patient status was stable.